Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility and tested the electronic gas blender (egb), and was not able to reproduce the issue. Moreover, clinical staff reported that the issue occurred once and never occurred again. Based on investigation findings and considering the isolated nature of the event, a hardware malfunction of the egb could be ruled out. Most likely, an isolated loss of communication between the egb and the heart-lung machine system occurred. In digital communication, an exception typically refers to an abnormal or unexpected condition or event that disrupts the normal flow or operation of a system or process. Exceptions are associated with errors or issues that occur during the transmission, processing, or reception of digital data. For example: ¿ a transmission errors, when data is corrupted during its transmission from one point to another, which could occur due to noise, interference, or signal degradation in the communication channel. ¿ an internal timeouts, when there is a delay in receiving a response within a specified time frame, which could occur due to a network congestion or an hardware failures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, at the end of a procedure, a gas blender error message was displayed on the essenz cockpit. Nothing had been unhooked. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender according to follow up with the customer, this was a one off event. After this happened, the essenz pump was powered off and back on and no error message was seen. No issues have arisen since if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.